Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical impact opening. As per the investigation procedure non penetrating nick was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and was replaced.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: e1- address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "MRI examination, rupture was detected". This record is for the right side. The device has been explanted and was replaced.